Event description:
It was reported that a pump has a system error 322. The customer stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The system error 322 was reproduced during testing however the specific casual component could not be identified. The upper and lower auxiliary assemblies will be replaced as known contributors to system error 322.